Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that the tip of the polarcup reducer part for impactor is beat up and chipped. As this was noticed upon field inspection, there was not patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: while this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that the tip of the polarcup reducer part for impactor is beat up and chipped. As this was noticed upon field inspection, there was not patient involvement. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the returned device was conducted, and it showed significant signs of use and damage such as scratches, gouges, small cracks and heavy material deformation. It was concluded that the complaint device was damaged. So, the mentioned failure mode of deformation due to compressive stress is confirmed. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The performed complaint history review for the complaint device revealed 3 complaints with similar failure modes for the same batch, but only one of them is comparable with this complaint as the root cause is associated to the device reaching the end of its useful life. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the relationship between the reported event and the device was confirmed. Considering the performed visual inspection, the device deformation may arise from a problem that occurred related inadequate tensile forces, shear, bending or torsion. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag, all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for corrective action is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded. Corrected data: h3, h6 (medical device problem code).

Manufacturer narrative:
This report was inadvertently submitted under manufacturer number ¿1020279¿, the correct manufacturer number is ¿9613369.¿ d3 and g1/manufacturing site name and address: corrected.